Manufacturer narrative:
Additional manufacturer narrative: report of an explant of a porcine valved conduit from a (B)(6) patient after an implant duration of over 3 years (implanted at (B)(6)). Multiple follow up attempts were performed with the healthcare provider to obtain additional information and event details; however, no additional information was provided to edwards. Therefore, without additional information and/or device return, the root cause for this explant cannot be determined at this time. It is likely that this event is related to patient's age, condition and medical history. There has been no information to suggest a device quality deficiency related to this event. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic valved conduit was implanted in an infant 3 years ago in the pulmonary position, and now explanted and replaced with another edwards porcine conduit. Despite multiple follow up attempts with the healthcare provider, no additional information has been provided to edwards. The reason for explant remains unknown.